Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels exceeded 13.8 mmol/l (250 mg/dl) while wearing the pod on lower back. The patient attempted multiple bolus injections with the pod to treat the hyperglycemia, then took the pod off. Manual insulin injections were administered and the patient started to vomit. The patient ¿gave herself some baking soda¿ and stopped vomiting. After checking for ketones, which were high (exact reading is unknown), the patient went to the hospital. The hospital treated the hyperglycemia with intravenous (IV) fluids and insulin as well as changed the patient¿s personal diabetes manager (pdm) settings (exact change unknown).